Event description:
The account reported the scale would not weigh and the bed exit alarm could not be set. The bed was located in the basement repair at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech tested the bed and could not duplicate the alleged issue. No repair needed, the bed functions as designed. Based on this info, no further action is required.